Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment and cap, a keypad button response issue, contamination under the keypad, and a display screen issue. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: during investigation, the battery compartment was observed to be cracked and the battery cap had stripped threads. During testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. The display screen was dim and discolored; a test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).